Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, a total of 100 retained samples were visually inspected, confirming that the hemogard closure assembly was correctly assembled and placed on the tubes. Additionally, functional tests were performed on 20 retained samples. All tubes were within specification limits, with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 95 usp units blood, one (1) tube underfilled. There were no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lithium heparin (lh) 95 usp units blood, one (1) tube underfilled. There were no health impact or consequences reported.